Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few days post generator replacement, there were impedance warnings for high right ventricular (rv) lead pacing impedance, rv defibrillation impedance and superior vena cava (svc) defibrillation impedance along with warnings for high left ventricular (lv) lead tip to rv coil pacing impedance. It was noted that the impedances were out of range when the patient was on their right side or when on their back. It was also noted that there was possible high lv threshold. The rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that during a pocket revision procedure, the physician found that the leads were not positioned correctly in the device header with the set screws. The physician then repositioned both leads fully into the header and all testing was normal. The cardiac resynchronization therapy defibrillator (crt-d) and leads remain in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.